Event description:
It was reported that during an unknown procedure, the clips would not hold after placing from the beginning of the use. A third like device was used, but with another lot number. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time